Event description:
The customer reported to olympus that while using the evis exera bronchovideoscope, a distal end defect was observed. The procedure was alveolar broncholavage. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the coating on the insertion section was found to be peeling off (greater than or equal to 1 x 1 mm2), which had been attributed due to stress of repeated use, external factors, or handling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that there was leakage from the bending section cover (a-rubber). Additionally, the evaluation revealed the following findings: electrical-connector unit had water leakage; light guide cover lens (1x) was damaged; bending section cover (a-rubber) adhesive was separated; body control unit was cracked; light guide-cover was scratched; grip unit was scratched; up down plate was scratched; lever was cracked; universal cord was scratched; electrical -connector unit was corroded; reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress or chemical stress. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." 3) "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Olympus will continue to monitor field performance for this device.